Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate anti-tachycardia therapy (atp) and shock therapy due to atrial fibrillation (af) with rapid ventricular response (rvr) with periods of varying shock morphology. The reported clinical observations were documented. No adverse patient effects were reported.